Event description:
It was reported that during a lead extraction procedure, the set screw could not be loosened. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.